Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected battery out limited alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sometimes up and arrow button of insulin pump sticks. Customer's blood glucose level was unknown. Customer also stated that the insulin pump battery life was diminished and random unexplained no delivery alert. The device will not be returned for analysis.